Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was unable to fill a cartridge with insulin due to resistance at the cartridge fill port. The customer reported blood glucose (bg) level was high, however a specific bg level was not provided. The customer reported having medium to large ketones. The customer administered a manual injection to address bg level. Additionally, the customer reported was not seeing drops of insulin exit the end of the cartridge lure during filling tubing. As the events were in the past, tandem technical services was unable to performed troubleshooting. The customer reported that was able to change out the supplies and resume insulin delivery.